Event description:
Customer was admitted in the e.r. For low bgs. Troubleshooting the low was performed. Custolmer is old and brittle and does not know why the low bgs. The batteries were removed at the e.r. And had to program pump.